Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Onset of this infection was on an unknown date in (B)(6) 2012. The sample is not available for analysis and the lot number was unknown; therefore a sample evaluation and batch review could not be performed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Around the same time of the onset of infection, the patient was triaged at the hospital for dizziness due to an unknown cause and orthostatic hypotension and was discharged the same day. Treatment was not reported. One month later, the patient was admitted to the hospital for abdominal pain and an unspecified infection and was discharged the same day. On an unreported date, the unspecified infection resolved. Outcome of dizziness, orthostatic hypotension and abdominal pain was not reported. Additional information was requested, but is not available at this time.

Event description:
It was reported that a home patient had an infection while using unknown baxter disposables for peritoneal dialysis (pd) therapy. Type of infection was unknown. The patient was hospitalized for the event and treated with antibiotics (name, dosage, route and frequency were unknown). Additional information was requested, but is not available at this time.